Event description:
Event description cpi received information that due to non-capture, this sweet tip bipolar lead (4269) was removed from service, because, the helix tip had broke off in the lower atrium (seen with fluoroscopy). A new (4269) lead was implanted.